Event description:
Reference number (B)(4). Event occurred in canada. On 22-jun-2024,the patient reported that two infusion sets were not inserted correctly, leading to incorrect infusion set implantation. Infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.